Manufacturer narrative:
The device was evaluated and found to have corrosion on an internal circuit board, which prevented the device from powering on. The corrosion was likely caused by storage outside the environmental conditions specified in the device's instructions for use. Although the initial customer report did not involve patient use and was not considered reportable, the evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical setting. Accordingly, this event is being reported in compliance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.